Manufacturer narrative:
This report summarizes the results of our investigation of all 3420 reported events included in this summary report, submitted per exemption number 2015043. The evaluation conclusion codes for these 3420 reported events are: 496 results pending completion, 155 improper humidity, 282 deformation problem, 181 open circuit, 2 no results available since no evaluation performed, 24 fracture problem, 11 no failure detected, 1 hardware timing problem, 1 electrical problem, 1 fatigue problem.

Event description:
This report summarizes 3420 reported events (1957 initial reports and 1463 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from 3 years to 84 years. Patient weight ranged from 35 lbs to 390 lbs. Patient gender was 46.5% male and 53.5% female for these reported events. 2640 events were associated with button error alarm/keypad unresponsive, 727 events were associated with motor error alarm and 53 events were associated with both button error alarm/keypad unresponsive and motor error alarm.501 events were coded with device problem code 2591-device displays error message. The following patient problem codes are associated with device problem code 2591-device displays error message: 110 hyperglycemia, 15 hypoglycemia and 376 no consequences or impact to patient. 1073 events were coded with device problem code 2913-device operates differently than expected. The following patient problem codes are associated with device problem code 2913-device operates differently than expected: 160 hyperglycemia, 20 hypoglycemia, 1 bruise, 1 blood loss, 1 diabetic ketoacidosis and 890 of no consequences or impact to patient. The 1463 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.